Event description:
It was reported the pt is experiencing pain at her ipg site. The pt's ipg appears to be superficial. The pt is working with her physicians to determine the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.